Manufacturer narrative:
Philips service replaced the hard disk spare part and reloaded the ippc software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ippc failed to boot, causing inability to perform x-rays on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.